Event description:
During an orif of both bone forearm fracture procedure the drill bit broke off into the pt. The fragment was not retrieved and remains in the medullary canal. Surgeon used another drill bit to complete the procedure. Surgery was extended by approx. 5 minutes.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of synthes device history records for mfg revealed no complaint related issues.